Event description:
The patient alleges that the blood glucose monitor was not displaying the previous boluses in the history resulting in an incorrect calculation of the amount of active insulin. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.